Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise via reduced intrinsic amplitudes. Technical services advised some testing and programming options. Later, the system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.